Manufacturer narrative:
Continuation of d11: product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 3550-29 lot# unknown serial# implanted: explanted: product type accessory product ID 3550-29 lot# unknown serial# implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type lead product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020,product type lead h3. Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead found that all conductors are broken 14.7 cen timeters from the distal end of the lead. There is a broken braid wire protruding through the outer insulation where the conductors are broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for analysis. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device stopped helping with their pain six months prior to the report; the patient contacted the rep on (B)(6) 2020. The patient also reported that they had several falls in the last six months and all electrodes were greater than 10000-ohms on the 0-7 lead. The rep attempted to reprogram the device to help cover more of the left sided pain. The issue was not resolved at the time of the event and the patient was alive with no injury. It was unknown if surgical intervention was planned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported a revision was planned for (B)(6) 2020.